Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during a stent graft placement procedure in the upper arm fistula, allegedly resistance was felt at the beginning and after deploying a certain length, the deployment wheel turned without further covered stent deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation and photos were not provided for review. Based on information available, the investigation is inconclusive for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. With regards to preparation and accessories, the instructions for use states "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated", "flush the delivery system through the luer port at the proximal end of the handle with sterile saline until the saline exits the tip of the system" and "0.035 inch guidewire of appropriate length, introducer sheath with appropriate inner diameter". Regarding correct deployment techniques, the instructions for use further states that "with your free hand, maintain a stationary hold on the white stability sheath during covered stent deployment and adjust for placement accuracy if necessary. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath". H10: d4 (expiry date: 02/2023), g3. H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent graft placement procedure in the upper arm fistula via bareback, the device allegedly partially deployed. The procedure was completed using another device. There was no reported patient injury.